Event description:
During infusion (power injection) of contrast, the b braun extension set tubing popped, resulting in a hole in the tubing. There is no information on package to state if the device can or cannot be used for power injection of contrast. Nothing to identify pressure limits of tubing.